Event description:
Boston scientific received information that during a device change out procedure, this right atrial (ra) lead was surgically abandoned due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be update should additional information become available.